Event description:
On february 12, 2010, the lay user/reporter contacted lifescan (lfs) to report the one touch ping meter had black marks on the display. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B) (6) 2010, the patient noted there were black marks on the display of the reported meter and he was unable to discern the reading. On (B) (6) 2010, the patient experienced the symptoms of being tense and irritable. During this time period, the patient decreased his insulin doses. He did not seek any medical attention. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms were not indicative of severe hypoglycemia or hyperglycemia and he received no medical attention. However, as the meter display issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.